Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Returned tasp exhibits signs of repeated use and is fractured on the lateral side of the post feature. All pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via worn instrument return form that the trial articular surface fractured during surgery. Not all pieces returned. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial trial was returned fractured. Not all pieces were returned. Attempts to obtain additional information have been made; however, no more information is available at this time.